Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient turns up the settings to the highest range, but when they go to the hospital for tests like x-rays (unrelated to device/therapy), they have to turn the ins off with their programmer because they 'cant lay flat on their back on a hard surface otherwise the stim is too strong, and it wants to electrocute them.' The patient has to hold their head up while laying. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2018 reporting that the cause was unknown and hopefully the new battery would resolve the issue and be more effective and efficient. No further complications were reported.